Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump would go blank every time they pressed the b button. The mother would press act but the insulin pump would not respond. The bolus button caused the device to go blank and beep. The escape button also activated a blank display anomaly. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated for the keypad anomaly. The mother stated that moisture caused the insulin pump anomalies, but she did not specify further. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd board. Unable to confirm button unresponsive and unable to perform any tests due to blank display. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.